Manufacturer narrative:
Date rec'd by MFR: 05jun2019. The manufacturer¿s field service engineer (fse) reported no problems found. The manufacturer¿s field service engineer (fse) checked the operation of the touch screen, found no problems, and calibrated. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen didn't work. No patient or user harm was reported. The event date was not specified; estimate used.